Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable vitamin d (25-hydroxyvitamin d) results for one patient from cobas e602 serial number (B)(4). The initial result from a plasma sample was 20 (19.76) nmol/l. The result was released to the physician who contacted the lab because the result was not the level expected. A serum sample from the same blood draw was sent for testing by lcms. On 06/10/2015, the vitamin d2 result was 42 nmol/l and vitamin d3 result was 29 nmol/l. The serum sample was tested on the cobas 602 on 06/11/2015 and the vitamin d results were 15.6 nmol/l and 13.0 nmol/l. The customer believed the results by lcms were correct. The only consequence was "intensification of treatment". There were no clinical adverse effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient was submitted for investigation and the customer's results could not be confirmed.